Event description:
The report from a clinical study "(B)(4)" for patient with ID (B)(6) indicated two years after the patient underwent coil embolization assisted with an enterprise vrd (enc452212) codman coil and non-corman coils, an angiogram performed 2-year follow up revealed recanalization of the aneurysm due to coil compaction with 4 orbit coils (638cf0721/lot unk), a presidio coil, and non-codman coils. The occlusion rate of aneurysm was 60%. The mrs was 1. Action taken was an additional coil embolization. The event outcome as of a month after onset resolved without sequel. According to the physician, the relationship of the event to the index procedure was unrelated and to the vrd was also unrelated. The mrs at 1 and 2 year follow-up was 1. In the 2 year follow-up it was noted that the unruptured saccular aneurysm neck was 4.2mm, and the neck to sac ratio was 4.2mm:8.3mm. The parent vessel size diameter proximal was 3.2mm and distally was 2.3mm. Antiplatelet therapy consisted of aspirin 100mg/day, clopidogrel sulfate 75mg/day, and argatroban hydrate 40mg/day. There is no more information available regarding this event.

Manufacturer narrative:
The lot number of the implanted coils are not known; therefore, the device history record reviews cannot be completed. Coil compaction after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. Procedural factors and vessel/aneurysm characteristics may have contributed to the reported aneurysm re-canalization due to coil compaction. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. This is for 1 product of 5 products involved with this adverse event, which is associated with mfg report 1058196-2011-00299, 1058196-2013-00041, and 1226348-2013-20018.